Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer experienced several day of high blood glucose. The customer was assisted in performing high pressure test and it passed. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer only changed infusion set out because she is at work. The customer was unable to troubleshoot because she is at work. The customer wants pumps replaced. The customer was advised that the pump will be replaced.